Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the unit would not heat above 30 degrees c. The biomed checked the unit and was able to get it to heat above 30 degrees c and all the way to 42 degrees c. The technician found the unit would not stabilize at 38 degrees c. The unit heated and stabilized at 40-41 degrees c. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
This complaint could not be confirmed since the product was not available for eval for testing. No add'l action is necessary at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.